Event description:
Device 2 of 2: MFR reference report: 1627487-2019-00113. It was reported by the patient that therapy was lost. A diagnostic report showed high impedance on the lead. Reprogramming was "attemted" without success. The leads were explanted and replaced on (B)(6) 2018. The patient has effective stimulation post operatively.